Manufacturer narrative:
The malfunctioned device was destroyed by the user. Therefore, unable to confirm this complaint. A lot history check was conducted on this device. There were no complaints related to this lot #603069. Device not returned.

Event description:
During an adrenalectomy surgical procedure, the miseal device jaw had a mechanical failure. The procedure and the anesthesia time was extended by ten (10) minutes. There was no harm to the patient.